Manufacturer narrative:
Lit citation: stahlenbrecher a, hoch j. Proximal interphalangeal joint silicone arthroplasty: comparison of swanson and neuflex implants using a new evaluation score (in german). Handchir mikrochir plast chir. 2009;41:156-165. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2009 literature article, by stahlenbrecher et al. Referenced by yamamoto et al in an article titled, a systematic review of different implants and approaches for proximal interphalangeal joint arthroplasty, the authors report 5 revisions following pip joint arthroplasty with swanson finger joint implants.